Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ sharps collector was missing its lid. The following information was provided by the initial reporter: "missing lids".

Manufacturer narrative:
Investigation summary: no photo or sample was received with the customer's complaint of missing lids. Without further information, an investigation cannot be performed. If this issue occurs again, it is helpful for the investigation purposes to retain the lot number as well. A device history record review could not be performed because a lot number was not provided by the customer. The root cause of this issue is unknown due to no sample being received. There is a possible root cause of distributor repackaging.

Event description:
It was reported that the bd¿ sharps collector was missing its lid. The following information was provided by the initial reporter: "missing lids".